Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2017) is considered to be a best estimate. Updated fields: a2, b2, a4, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with epigastric recurrent ventral hernia thereby underwent open repair with implant of ventralex st mesh. Per op notes, ¿the subxiphoid portion of incision was opened. The hernia sac was identified and bowel contents adhesed to the anterior abdominal wall were taken down. The prior synthetic mesh was well incorporated in the preperitoneal space and was not violated and therefore left intact. A ventralex st mesh was placed into the cavity and secured to the fascial edges with sutures.¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional subxiphoid hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿prior upper midline incision was reopened. The hernia sac was identified and contained preperitoneal fat and transverse colon. Multiple adhesions to the undersurface of the abdominal wall were noted and it was primarily centered in the subxiphoid region. The hernia sac was dissected free from the fascia and reduced. Extensive scarring at the level of fascia was then noted and identified ventralex st mesh on the left undersurface of the rectus muscle. This had detached from the right side and this compartment was scarred from multiple prior repairs. To the level of umbilicus region, the synthetic mesh was identified which was fused to the posterior sheath below the level of the defect. This was dissected to the level of umbilicus and created the retromuscular pocket. The wide defect directly at the subxiphoid location was noted and performed bilateral upper transverse abdominus release. Closed the posterior rectus sheath with sutures and imbricated down the peritoneal defect and hernia sac. A piece of synthetic mesh was placed covering the retro rectus complex and tacked and extended down to the supraumbilical position where the synthetic mesh overlapped this in the retromusclar position and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.